Manufacturer narrative:
The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After its receipt, the pacemaker first underwent a status interrogation, and the memory content of the implant was thoroughly analyzed. The memory excerpt documented that the battery state eri was activated on (B)(4) 2013. Further analysis of the memory content identified damaged implant memory that led to the activation of the battery state eri. In general, the device is capable to detect damaged memory content and, if necessary, to correct individual memory regions on its own. In the case that battery data are affected, the pacemaker switches - by design - to the device status eri to prevent any potential incorrect calculation of the pacemaker's operating time. The damaged memory content could be corrected in the following, and the eri status was successfully reset. A subsequent status interrogation showed that the implant was still sufficiently charged. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values in the safe mode, and the signal sensing of the device was ok. The pacemaker showed expected behavior in regard to its device functions. In summary, the clinical observation was the result of damaged memory content, which led to the activation of the device status eri. After correcting the damaged memory content, the pacemaker functioned properly. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 17 months, it was reported that the pacemaker was in eri state after cardioversion. Programming was not possible; about 1 hour after reset, the device could no longer be interrogated. No deterioration of the patient's state of health was reported.